Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records power ups one of ten minutes duration between the (B)(6) 2016. Investigation was unable to replicate the reported fault. The time outs may indicate the user was regularly power cycling the device or the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
(B)(4). Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device switching on automatically.